Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised on (B)(6) 2021 due to a loosening and an infection. Size 8 humeral stem, ø43 centered head and 2 pegs glenoid were removed and replaced by an antibiotic-impregnated cement spacer. Primary surgery (B)(6) 2014.